Event description:
A complaint was received regarding a tego connector that experienced tearing found during investigation. The reporter stated ¿the following observed by dialysis staff: unable to push and flush". Damage observed to silicone to rim of tego. Someone become aware of the issue during an observation by clinical staff as part of dialysis procedure. There was patient involvement, there was no adverse event, no one was harmed as a result of the reported event and there was delay in therapy.

Manufacturer narrative:
E1: phone number: not provided, (B)(6), was found via online search. Investigation summary: one (1) used list#: d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, a seal collapsed and seal tearing was observed, no mating device was returned for evaluation. The device history record review couldn't be performed due to the lot number for this complaint was unknown. Complaint can be confirmed. The probable cause of unable to push and flush is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.